Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow sensor was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed and the bellows stopped moving. The clinician reportedly switched to manual mode of ventilation. There was no reported patient injury.